Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow up upon interrogation the pulse generator exhibited backup vvi mode. After a successful firmware download the device resumed normal function resumed. The patient was asymptomatic prior during and after the follow up.